Manufacturer narrative:
The device was received for evaluation. During functional testing, a false upstream occlusion alarm was not reproduced. A review of the event history log revealed 'upstream occlusion'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibrated specification ultrasonic sensor which could not be calibrated. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during testing. There was no patient involvement. No additional information is available.